Manufacturer narrative:
.

Event description:
It was reported that the patient's device has been programmed off due to dysphagia and lack of efficacy. It was reported that the mother would like to see about programming the device back on. Attempts to obtain additional relevant information have been unsuccessful to date.